Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2021, it was reported that the patient's infusion set's tubing came apart from the quick release. Therefore, the patient's highest blood glucose level was 20 mmol/l. The site location was patient's abdomen or arm, and the pump was clipped on her bra or pants. Moreover, the infusion had been used for few hours or a day for some of them. Reportedly, the infusions were stored in the medicine cabinet. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.